Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated that the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6)-2013, prior to explant. Ramware version 3 was installed on (B)(6)-2011. There was high battery impedance, causing eri.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and is suspected of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.